Event description:
The lay user/pt contacted lifescan (lfs) on sept 27, 2006 alleging high readings on his one touch ultrasmart 2 meter. A medical affairs specialist (mas) sent follow up questions and the customer care advocate (cca) was unable to get in contact with the pt to answer further clinical info. Prior to the event date, at an unspecified time while at work, the pt obtained a 18.7 mmol/l (converts to 336 mg/dl). Pt works in the hosp. There is no info on whether the pt experienced any symptoms at the time of testing. After obtaining the elevated reading, he took 2 extra units of novorapid; however, there is no info on whether he took the insulin on his own or based on his diabetes regimen. At an unspecified time, he felt dizzy and sick. There is no info on whether he tested his blood glucose when he felt dizzy and sick. The pt went to the ER and was treated with a glucagon injection. There is no info on whether he was tested prior to being given the injection. After the injection his blood glucose started to return back to "normal". The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The test strips failed using the control solution 12.9 (6.0-8.0). Customer care advocate (cca) sent the pt a replacement meter and test strips. The complaint is being reported since the pt took insulin based on the lfs meter reading and became symptomatic and was treated in the ER with an injection.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, it the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.